Event description:
The customer's parent reported that the customer was wearing their insulin pump when they fell into a lake. After inserting a new battery the insulin pump alarmed weak battery and turned off. Customer's blood glucose level was 270 mg/dl. The customer reverted to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no escape or act button response due to corroded keypad traces. No moisture damage was noted inside of the insulin pump. No weak battery alarm could be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.